Manufacturer narrative:
The insulin pump was unable to prime during prime alarm test due to moisture damage noted in faulty force sensor system. The pump was unable to confirm excessive no delivery alarm due to prime anomaly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported of excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was unknown. The customer changed several sets but the alarm persisted. The insulin pump will be returned for analysis.